Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced neurological issues following the replacement of a pain stimulation implantable pulse generator (ipg) implantable neurostimulator, which was not programmed correctly for the motor cortex. The patient was unable to turn on the implantable neurostimulator due to concerns for safety, as incorrect programming caused the diaphragm to stop working when the device was activated. Additional adverse effects included neurofunctional seizures and involuntary smiles, both induced by incorrect programming. The patient expressed concern that activating stimulation posed a danger to the brain and reported a minor brain injury. The patient sought assistance from various healthcare professionals and representatives to restore the complex programming originally mapped to the cortex, but was unable to find support capable of addressing the programming needs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Caller stated that patient is looking for a new provider. Caller reiterated where patient had previously been seen. Caller stated patient is in pain. Tss provided physician listings and also emailed the field. Healthcare provider (hcp) requested national list of providers.